Event description:
The customer reported that the insulin pump was not priming and insulin was squirting out. Troubleshooting was performed. The customer stated that he changed the infusion set several times without any results. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk.